Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The mildly tortuous and severely calcified target lesion was located in superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient and another of the same device was used to complete the procedure. No additional interventions were done. No patient complications were reported. The patient's condition after the procedure was stable.